Event description:
It was reported to philips that the system could not start up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted, and the patient was moved to another hospital for treatment. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse inspected the system and found that the hard drive of the x-ray-pc was defective, preventing the system from loading the application software. The fse solved the issue by replacing the hard drive and re-installing the x-ray-pc. After these actions, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.